Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc452212/10440083) could not be advanced anymore after entered into the microcatheter (details unknown). Withdrew the stent and it was found deployed. Used a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has an aneurysm of internal carotid artery with a size of 4.1*2.7 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the stent. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. It was not reported if excessive torquing was required during advancement of the stent. It is unknown if the vessel was tortuous or calcified. A non-sterile enterprise device was received inside of stent dispenser hoop inside of a plastic bag. The device was removed from the stent dispenser hoop and no damages were noted on it. The stent was found deployed. The received device was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10440083. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. . The failures reported by the customer as ¿stent - deployment difficulty-premature/in patient-during withdrawal and delivery wire- impeded with no loss of cerebral target position¿ could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown); new stent (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent ((B)(4)) could not be advanced anymore after entered into the microcatheter (details unknown). Withdrew the stent and it was found deployed. Used a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has an aneurysm of internal carotid artery with a size of 4.1*2.7 mm. It was initially reported that the product will be returned for analysis. There were no damages noted on the stent. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. It was not reported if excessive torquing was required during advancement of the stent. It is unknown if the vessel was tortuous or calcified.